Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 515 mg/dl; cause was unknown. Customer addressed bg level by administering a manual injection. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.